Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, september 20, 2023, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations were on critical override. A technical support specialist (tss) dialed into the server and checked health site viewer (hsv), confirming that pharmacy orders were delayed/down and that the external meditech system was reported as down. A downtime query showed messages as current. Tss reviewed the ext.facilityinboundproblem table and identified the two most recent pharmorder entries marked as downdelay and down, with no end time recorded. The customer later confirmed that a customer had made a change to their corepoint interface engine the previous day, which caused messages to stop crossing to pyxis. After the customer reversed the change, message flow resumed and began crossing normally without further issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server 12 stations were in critical override. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.